Manufacturer narrative:
--Manufacturing site evaluation: samples received: 1 open cassette. Analysis & results: there are no previous complaints of this code batch. There are units in stock. Rec'd one open cassette. Tested the knot pull tensile strength of the closed samples received and the results fulfill the OEM requirements. Thread in the cassette received breaks easily due to cassette is already opened and thread is degraded. Thread degrades by hydrolysis because of air humidity, therefore, it must be used w/in 4 months once opened. Date of cassette's opening must be written as it is indicated on cassette label. Opening's date is not written in the cassette received, so we can not carry out any analysis in order to take a decision. Reviewed the batch MFR'g record, this product had a normal process & the results during the process fulfill the OEM requirements. On the cassette label you halved the next indication: once opened, the content of the cassette should be used within 4 months and prior to the expiration date. Once the cassette is opened, the date of cassette's opening should be written on the label. The cassette pack received do not have any date written. Final conclusion: in spite of receiving the defective cassette, w/out opening's date written we are not in position of studying if the affected product does not fulfill the specifications. Nevertheless, we take note of this incidence in order to assess if new or additional actions are needed. Corrective/preventive actions: na.

Event description:
Country of complaint:(B)(6). Customer complained that the thread breaks too easily. .